Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) guided the pharmacy technician to log in and recover storage space by following on screen instructions, which cleared the error. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.